Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a tibial articular surface provisional broke during a knee arthroplasty procedure.

Manufacturer narrative:
The device and all of its fragments were returned for further evaluation. Visual inspection found that the device has fractured into three pieces. The central post has fractured off and the main body of the tasp is fractured centrally into two more fragments. Additionally the device exhibits wear marks such as gouges and scratches that are indicative of use. This device is used for treatment. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review, the state of the returned product, and the extended field life of the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.